Event description:
The hcp reported the pt was experiencing withdrawal symptoms. The pt was receiving lioresal 1000mcg/ml at a daily dose of 170mcg. The pump and catheter were explanted and replaced due to questionable failure. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.